Manufacturer narrative:
D9 updated; the product has been returned. The investigation is still ongoing.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 55-year-old male was electively placed on an impella 5.5 to facilitate weaning after bypass surgery. Following 5 days of support, the impella aic console's soft touch buttons became unresponsive while hemodynamic support to the patient kept ongoing. An aic exchange was carried out. A day later, the purge system appeared to be blocked and couldn't be reactivated. As the patient was already successfully weaned and scheduled for device removal, this was carried out as planned. The impella 5.5 was successfully removed after 5 days of support.